Manufacturer narrative:
The customer reported that the system had no phaco power. The company service representative examined the system and was not able to confirm or replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on august 26, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with no phacoemulsification during a procedure. The procedure was completed. There was no patient harm.